Event description:
According to the initial reporter, pt had stents placed in the right sfa via contralateral access from the left. Stents were patent post placement, and case was completed. Access was closed and patient taken off table. Patient became hypotensive and put back on table where it was determined that there was an arterial bleed on the left side. Physician accessed the contralateral side to treat the left leg where bleed was. Covered stents placed. Due to this occurrence access was maintained via sheath on the right side. Later on, it was determined that the right leg had thrombosed, an (another manufacturer's) catheter was placed in the right leg via the contralateral side (left leg). The (another manufacturer's) catheter left in for 48 hours and clot resolved itself.